Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a left upper lobectomy when isolating the lung tissue, the surgeon was able to press the green button but was not able squeeze the handle and therefore the laparoscopic stapler did not fire. The procedure was converted to open procedure and 2 open staplers of the same lot was used however there was poor staple line formation, the staple line was scattered and unformed. Another device was used to complete the case.